Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device ¿ 98 days. The pump remains in use supporting the patient. A direct correlation between the device and the reported gi bleeding could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for dark stools and a recent decrease in hemoglobin from 10.2 g/dl to 8.8 g/dl. On (B)(6) 2015, the patient's hemoglobin was 6.5 g/dl. The patient is listed for transplant; therefore, the hospital staff has been avoiding giving blood products until the patient's hemoglobin is less than 6.0 g/dl, or if the patient becomes symptomatic. On (B)(6) 2015, it was reported that the patient was still hospitalized with gi bleeding. The patient's inr was 1.8. Throughout the patient's hospitalization the pump parameters have reportedly remained stable. The plan is for the patient to be discharged when their inr is therapeutic, between 2-2.5. No further information was provided.